Manufacturer narrative:
Unit received with blank display, problem isolated to lcd board. Unable to perform operating currents, self-test, unexpected restart alarm error test, rewind test, basic occlusion test, occlusion test, prime/compromised force sensor alert test, excessive no delivery test and displacement test or verify unexpected restart alarm, a17 alarms due to blank display.

Event description:
The customer reported via phone call that the insulin pump had blank display. Customer¿s blood glucose level was 126 mg/dl. Customer state they received unexpected restart error. Customer was able to rewind the insulin pump. The customer was advised to discontinued the insulin pump and revert to backup plan. The device will be returned for analysis.